Manufacturer narrative:
The device was received not deployed. The download data showed that the pod delivered 0 pulses and was received in pod state 2, indicating that the pod was not activated by the user. The pod was first activated during the investigation which put the pod into pod state 2. Inspection of the fluid path components found the reservoir to be empty with the plunger at the bottom of the reservoir. No gouge marks were observed in the fill septum and no fluid was observed within the fluid path that would indicate the user had attempted to fill and activate the pod. The pod was reset, paired with an unused pdm, delivered a 5-unit bolus, and deactivated with no issues. The pod successfully communicated with the master pdm and an unused pdm during the investigation. The investigation found no issues that would prevent the pod from successfully communicating with a pdm after being filled and awakening.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while attempting to activate a new pod. The patient experienced communication error while activating the pod. Symptoms reported include feeling weak and vomiting. The patient was treated with insulin through an IV and a new pod was placed. The patient was still in the hospital at the time of reporting.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.